Manufacturer narrative:
This lead will be analyzed and this investigation will be updated should the lead be returned for analysis.

Event description:
It was reported that during the implant of this right ventricular (rv) lead after extending the helix the parameters appeared poor. The physician planned to reposition the lead, but it was not possible to retract the helix until thirty rotations. The lead was repositioned, but it was not possible to extend the lead helix. The lead was removed from the patient's body and rotated thirty turns, which did not extend the helix. A new lead was thus used. This lead was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this right ventricular (rv) lead after extending the helix the parameters appeared poor. The physician planned to reposition the lead, but it was not possible to retract the helix until thirty rotations. The lead was repositioned, but it was not possible to extend the lead helix. The lead was removed from the patient's body and rotated thirty turns, which did not extend the helix. A new lead was thus used. This lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant of this right ventricular (rv) lead after extending the helix the parameters appeared poor. The physician planned to reposition the lead, but it was not possible to retract the helix until thirty rotations. The lead was repositioned, but it was not possible to extend the lead helix. The lead was removed from the patient's body and rotated thirty turns, which did not extend the helix. A new lead was thus used. This lead was expected to be returned. No adverse patient effects were reported.